Manufacturer narrative:
H.3, h.6. This event was associated with two lot numbers of the same product. This smdr represents reported lot number 10552432." Four unopened blister packs from the complaint lot were returned for evaluation; the device worn in the reported event was not received. Two of the four returned samples were inspected and were found to meet manufacturing specifications. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that he developed a corneal ulcer in an eye after wearing a contact lens. Additionally, the consumer informed of medical visits, treatment, and medications. Additional information has been requested for this event. It is unknown at this time the eye associated with the event, the treatment provided and symptoms resolution. A product sample has been requested for evaluation.